Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer (con) regarding a patient with an implantable infusion pump with unknown medication for non malignant pain. It was reported that patient wanted to know if a pump can be put in an MRI if it is in maintenance mode. Patient stated several months ago it was put into maintenance mode due to an issue with the pump and patient was not getting good therapy.